Manufacturer narrative:
Failure analysis revealed that insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device passed the functional testing including the displacement test, rewind, basic occlusion, occlusion, prime, an error alarm and no delivery tests. No unexpected error alarm noted. The unit had intermittent button response and button error alarm due o corroded keypad traces. No moisture damage found on electronic and motor assemblies. The device had minor scratched lcd window, cracked display window corner, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 325 mg/dl. However, the customer states that her blood glucose had dropped below 14 mg/dl after the button error occurred. The customer treated her low blood glucose level with a syringe and IV. The customer stated that she dropped the insulin pump in the pool and found moisture in the device which could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.